Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a powerpicc catheter. Both photographs depicted what appeared to be the same segment of catheter shaft. In both photographs, a partially circumferential split was observed near the 9cm depth marking. The split appeared regular. The catheter appeared to be kinked or compressed in the vicinity of the split. While a split was confirmed in both photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue due to repetitive/cyclic kinking and sharp instrument contact. A lot history review (lhr) of redu0061 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a fracture in the PICC line that caused extravasation during infusion. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu0061 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a fracture in the PICC line that caused extravasation during infusion. No other information was provided.